Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received in good condition. During initial testing, dut (device-under-test) cycled when child setting was selected. When selector switch was moved off of this position toward adult setting, it was noted that there was a constant flow of gas present: the reported issue was confirmed. Also, leak was noted at the nrv (non-return valve) filter and filter assembly, which was no longer in use. The root cause of the reported issue was deemed to be design-related. Action(s) taken to mitigate the reported issue(s): replaced nrv, variable restrictor, and piping; performed functional check and device cycled at all tidal volume settings.

Event description:
It was reported that the device did not do the breaths correctly on the adult setting - every six seconds, there was a constant blow of air. No patient injury was reported.